Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The air/water nozzle clogged with white gelatinous foreign matter that appeared to be cleaning agent residue. The nozzle was not deformed. The detection method is described in the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, evis lucera elite gastrointestinal videoscope forceps cannot be inserted or removed. During reprocessing, the channel was found to be clogged and does not pass the washing machine. Upon receipt and inspection of the returned device, a gelatinous material, which seems to be cleaning agent residue was clogging the nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the device.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, air/water flow issues were identified; due to the white gelatinous material that clogged nozzle. No instrument channel malfunctions were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.